Event description:
A vns pt underwent generator revision surgery due to end of service. The explanted generator was returned and an analysis was performed. End of service was confirmed as the generator's battery was found to be depleted. An out-of-limit pulsing current was found during testing with bench power. A resistor was not optimally chosen at the point in time when the device was manufactured, thus causing the out-of-limit pulsing current. The minimal out-of-limit pulsing current could have potentially been a contributing factor to the end of service.